Event description:
It was reported that the user experienced a brief freestyle libre 3 plus sensor error and signal loss to the ilet following a walk during which insulin delivery was not disconnected, after which glucose readings resumed at 107 mg/dl; user education and troubleshooting were provided regarding sensor self-recalibration, potential bluetooth interruptions, and cgm internal error. Symptoms included urgent low soon and glucose falling quickly alerts. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical support review and user education. Investigation of this case revealed no device malfunction of the ilet and that the event was consistent with transient cgm signal interruption and sensor self-recalibration. It was concluded that the ilet functioned as designed and that the event was attributable to cgm signal loss and transient sensor error.